Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due high blood glucose over 500 mg/dl. The customer was experiencing unexplained high glucose for the past three days. Troubleshooting was performed. Reviewed the alarm history and found a button error alarm. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.